Manufacturer narrative:
G4:10dec2020. B4:18dec2020. The bench repair engineer replaced the flow sensor assembly to address the oxygen flow accuracy and oxygen mix accuracy. The front bezel was replaced to address the nav-ring failure. The top enclosure, rear bezel, end cap, side panel were all replaced to address cracked and cosmetic issue. The touchscreen was replaced due to cracked and lcd tray was replaced due to being warped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
The customer reported that the v60 patient circuit disconnected from the patient but customer reports that the v60 did not alarm. Staff only became aware the circuit had disconnected after the patient monitor started alarming. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient , but there was no patient harm reported and no medical attention required. The unit was swapped out. Patient information was requested from the customer, but no response was received. The field service engineer (fse) evaluated the unit and was unable to replicate the fault of patient disconnect alarm as reported by the customer. All alarms were working as per performance verification. However , the device failed performance verification (pv) as follows faulty nav ring, oxygen flow accuracy and oxygen mix accuracy. Incident investigation completed. The engineer found no issues relating to the reported incident, but did point out certain other faults to the customer. The customer requested bench repair.